Manufacturer narrative:
The device evaluation has been completed. The device was inspected and it was found in normal conditions, then during the second visual inspection, reddish material was observed inside the pebax also, a hole was on the surface. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole on the pebax. It was reported by the customer that after zeroing the thermocool® smart touch® sf bi-directional navigation catheter the force readings were high and the catheter vector was incorrect. Changing out the catheter cable did not resolve the issue. There was no patient consequence reported. The reported force issues (including high force) are not MDR reportable since the issues are highly detectable when occurring. The potential that these could cause or contribute to a death, serious injury, or other significant adverse event is low. On 7/2/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis observed no visual damage or anomalies. On 7/19/2019, during a second visual analysis a reddish material was found inside pebax and a hole on the pebax surface. The pal findings have been reviewed and assessed as MDR reportable malfunctions.